Event description:
"Summary] the re-operation was performed for a treatment of endoleak. [Description / sequence of events] (B)(6) 2017: tevar was performed. Relayplus was implanted first, and then valiant colsed web ([?]36-150, medtronic) was implanted in distal section. On (B)(6) 2017: endoleak was confirmed. Type ib endoleak was suspected. On (B)(6) 2017: the re-operation was performed. A new valiant stent graft was implanted inside the already implanted valiant because type ib endoleak was suspected. However, endoleak was not disappeared. Type iii or ia endoleak (at more proximal area) was suspected next. A new relayplus was then implanted inside the already implanted relayplus. Endoleak was finally disappeared. Additional information obtained on 8/2/2017: according to the physician, the final diagnosis of endoleak was type iii (not type ib or ia). Due to vessel curvature, there could be a gap between two stent grafts after the initial implantation." Patient outcome: "endoleak was disappeared, and the patient outcome is good."

Event description:
"[Summary]: the re-operation was performed for a treatment of endoleak. [Description / sequence of events]: (B)(6) 2017 - tevar was performed. Relayplus was implanted first, and then valiant closed web ([?]36-150, medtronic) was implanted in distal section. (B)(6) 2017 - endoleak was confirmed. Type ib endoleak was suspected. (B)(6) 2017 - the re-operation was performed. A new valiant stentgraft was implanted inside the already implanted valiant because type ib endoleak was suspected. However, endoleak was not disappeared. Type iii or ia endoleak (at more proximal area) was suspected next. A new relayplus was then implanted inside the already implanted relayplus. Endoleak was finally disappeared. Additional information obtained on 8/2/2017 - according to the physician, the final diagnosis of endoleak was type iii (not type ib or ia). Due to vessel curvature, there could be a gap between two stentgrafts after the initial implantation." Patient outcome: "endoleak was disappeared, and the patient outcome is good."